Event description:
It was reported that during the implant procedure, the helix of the lead would not extend or retract. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; the full lead was returned and analyzed. The connector pin was noted to be bent.